Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they are not getting a good connection with the ac module. There was no report of patient involvement.